Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant, the right ventricular (rv) lead had perforated the myocardium. The lead had unstable thresholds with no capture at high outputs, only diaphragmatic stimulation. The lead was repositioned and remains in use. A check the following morning indicated test results within normal limits. No further patient complications have been reported as a result of this event.